Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant, there was oversensing of artifact on the right ventricular (rv) lead. The lead remains in use. It was also noted that there was high undefined atrial impedance on the device that did not have an atrial lead. The device remains in use. No patient complications have been reported as a result of this event.